Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with no button response due to flattened (esc, act and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify excessive no delivery alarm, prime/fill anomaly and perform displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response.

Event description:
Customer reported via phone call that insulin squirting out during manual priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the down arrow was wearing. The insulin pump will be returned for analysis.